Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During a ventricular tachycardia ablation procedure, after conducting the transseptal puncture and inserting a 7f catheter into the sheath, a blood leak was noted from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.